Manufacturer narrative:
This report is submitted on 26 november 2019.

Event description:
It was reported that the patient experienced migration of the electrode array, subsequently the device was explanted on (B)(6) 2019 and the patient was re-implanted with a new device during the same surgery.